Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the cover of the aspiration needle was falling off when using with bronchofibervideoscope during an unspecified procedure. It was not reported if the cover fell within patient anatomy nor how the procedure was completed. There was no report of patient injury or medical intervention associated with this event.